Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: reported lot hak1432 is invalid. Please advise correct lot number. The customer informed the correct lot number to the sales representative: product: mononylon 4-0 p1603t product lot: ak1432. A manufacturing record evaluation was performed for the finished device ak1432 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot hak1432 is invalid. Please advise correct lot number.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. A like device from a different lot was used to complete the procedure. There were no adverse patient consequences reported.